Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. The recipient continues to use the device and is experiencing good performance. The recipient will be managed per center protocol. This is the final report. .

Event description:
A review of the recipient¿s test data indicated impedance issues. The recipient previously experienced decreased performance.